Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set tubing broke from the top of the buretrol chamber during use, causing tpn to leak out. This occurred with 2 sets. The following information was provided by the initial reporter: "writer went to unclamp the tpn line at the clamp above the buretrol, line immediately became disconnected from the clamp and tpn began to spill. The line broke and was unable to be reconnected. Md aware and ordering maintenance IV fluid... Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Yes it was attached to the patient is there any adverse event to patient? Tpn infusion had to be stopped, changed to regular IV fluid, baby did not receive optimal nutrition, potential for infection related to open IV system what was the patient outcome? Patient was not harmed where did the tubing set separate; at the drip chamber, the upper fitment, lower fitment, male luer, etc? The tubing separated at the top of the buretrol chamber where it connects to the tubing"

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set tubing broke from the top of the buretrol chamber during use, causing tpn to leak out. This occurred with 2 sets. The following information was provided by the initial reporter: "writer went to unclamp the tpn line at the clamp above the buretrol, line immediately became disconnected from the clamp and tpn began to spill. The line broke and was unable to be reconnected. Md aware and ordering maintenance IV fluid. - was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Yes it was attached to the patient .- is there any adverse event to patient? Tpn infusion had to be stopped, changed to regular IV fluid, baby did not receive optimal nutrition, potential for infection related to open IV system. - what was the patient outcome? Patient was not harmed. - where did the tubing set separate; at the drip chamber, the upper fitment, lower fitment, male luer, etc? The tubing separated at the top of the buretrol chamber where it connects to the tubing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023 h6: investigation summary one sample was received and tested by our quality team. The customer's complaint of separation was immediately verified when the tubing was received separated above burette. The tubing was analyzed under a high power digital microscope and the end of tubing showed clear signs of a lack of solvent (glue) that was applied during assembly. The manufacturing plant was contacted and after another investigation into their processes, the root cause of this failure was found to be an improper use of assembly equipment by the operator responsible for the fixture of tubing to burette. This investigation raised a quality alert and the operators have been notified of these occurrences to ensure proper assembly moving forward. There were 2 possible lots found for the mat#(B)(4) device returned. Lots: 22125528 and 22125546 a device history record review was performed and there were no relevant production issues or quality notifications with the mat # (B)(4) sets of the following lots: 22125528 (1,503 units produced on 19dec2022) and 22125546 ((B)(4) units produced on 20dec2022) h3 other text : see h10.